Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module while infusing "epoch" chemotherapy regiment, it ran faster than expected. Pharmacy sent a continuous infusion bag with 1021.5ml-1121.5ml (including overfill) to run over twenty-four hours at a rate of 42.6ml however it was completed roughly two hours early. The following bag also completed sooner than twenty-four hours. A new pump was used for the third bag, and infused without issue. There was patient involvement but outcome is unknown. Although requested, further information was not provided.

Manufacturer narrative:
Correction: date of event, describe event or problem, concomitant med prod data. Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an over infusion - chemotherapy was not determined because no products or device logs were returned.

Event description:
It was reported that the pump module while infusing "epoch" chemotherapy regiment, it ran faster than expected. Pharmacy sent a continuous infusion bag with 1021.5ml-1121.5ml (including overfill) to run over twenty-four hours at a rate of 42.6ml however it was completed roughly two hours early. The following bag also completed sooner than twenty-four hours. A new pump was used for the third bag, and infused without issue. There was patient involvement but outcome is unknown. Although requested, further information was not provided. Additional information was received from the customer following an on site visit by manufacturer representative. "Epoch infusions are all prepared in a 1liter normal saline b braun IV bag epoch infusion IV line setup. Onguard 2 cstd bag adaptor sp ref ¿ 412143 is spiked into the IV bag. B braun ref ¿ v1921 secondary IV set with universal spike and spin-lick. Connector IV bag hanger. Onguard 2 cstd syringe adaptor ref- 412163. Onguard 2 cstd luer lock adaptor ref ¿ 412160. During epoch preparation, either the total drug volume to be added is removed or the drug is just added to the IV bag. The drugs are manually added to the IV bag. Epoch infusion pharmacy label displays the total volume and rate. The label does not account for any overfill or underfill of the premanufactured b braun IV bag. The devices were tested by the customer and unable to duplicate issue. All devices were returned to service as fully operational. No device will be returned for investigation".